Event description:
The customer reported that her blood glucose reading was not being stored in the memory of the contour meter. During the call, another blood test was performed and a reading of 295 mg/dl was obtained and was not found in the meter's memory. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.